Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the head had intermittent interrogation and its uplink functional tests were out of specific ation, and it was further noted that the cable was twisted. The cable was replaced. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.